Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that poor/no telemetrywith recharger was reported. The patient stated that they ¿charged their implant¿ and it ¿wouldn¿t activate¿. Poor communication was reported. It was reported that the last time they were able to successfully charge their device was longer than three months ago. Patient services had the patient reposition the antenna over the ins and then the patient was redirected to follow-up with their healthcare provider (hcp) to address a possible overdischarge. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp). It was reported that the ins had not been turned on or charge in over a year. No further complications are anticipated. Additional information was received. It was reported there was a communication/telemetry failure. The patient stated they had 4 surgeries on their spine in 2018 and did not use their therapy. In 2019 the patient was not able to charge their ins and in the latter part of 2019 the patient met with a manufacturer representative and jump started their ins. The jump start helped the patient get it going and they thought it was fine but it did not work. The patient put it on and charged for a long time but it was n ot holding a charge. The patient stated it was not working and the patient had not used it since. The patient was frustrated and put the equipment aside and had not charged. The patient mentioned they had been in a lot of pain and wanted to get it to work now. The patient had been trying to connect for several months and was not able to connect. The patient was redirected to their healthcare provider to address possible overdischarge. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Cause of implant to hold a charge was undetermined, battery seemed to be dead. Actions taken was replacement of battery.